Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, ongoing pacing attempt, intermittent capture, noise and had a fracture. It was noted that the patient had a moderately stenosed left subclavian vein, but the surgeon proceeded with left-sided device revision/upgrade. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.